Manufacturer narrative:
Samples received: one (1) samples was received in used conditions without its original packaging and without its certificate of decontamination. Visual inspection: visual inspection was performed at 12? Under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Functional test: sample was filled with air to see if there was any functional problem. When inflating the sample with air, it was seen that cuff inflated uniformly. The balloon was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported a new trach was put on the patient when the parent noticed that the patient started to desat. The patient then had to be bagged with a resus bag. They removed the trach and saw that it was not fully inflated. The patient's mother then tested the backup trach they had and found it would not fully inflate either so mom put the old trach back in the patient. The mother did not want to do this as the old trach has mold in it. No patient injury reported.